Event description:
Candela corporation received a legal notice regarding an injury sustained using the gentle yag laser. The attorney claimed a patient sustained facial burn with scarring and discoloration. The attorney also claimed candela corporation neglected to advise the opertor of the likelihood of cryogen burns as a result of using defalt settings.

Manufacturer narrative:
Candela investigation concluded that it was the operator's responsibility to select treatment parameters and not depend on default values. Product design and guidelines were adequate.